Event description:
The customer reported reaction vessel (rv) jams and wash carousel motion errors entering the not ready state while operating the unicel dxc 600i synchron access clinical system used in conjunction with the access reaction vessels. The customer performed troubleshooting and noted the wash carousel would not home and a loud grinding noise was present indicating a fallen reaction vessel in the wash carousel. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results. Since the instrument entered the not ready state, any assays on board would not be analyzed. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered reaction vessel (rv) jams in the wash carousel. The fse replaced the incubator belt clips that were damaged from the vessels. The fse removed all affected lot of rvs from the instrument and replaced the customer's affected lot of reaction vessels with a new lot without the new resin. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Additional new lot of reaction vessels (without the new manufactured resin) was shipped to the customer. The customer indicated no further issues. In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the unicel dxc instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. Beckman coulter internal identifier for this report is (B)(4).